Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument, and found no problem with the barcode reader. Problem was due to the incorrect positioning of the barcode label on the tube. The proper placement of the barcode will be reviewed with the customer for future runs. No repairs were needed, instrument is operating as expected.